Manufacturer narrative:
Button error alarm and no down button response due to corroded keypad traces. Unable to verify audio/beep anomaly due to no down button response. No sticky button, ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were sticking and not responding. Customer's blood glucose was 130 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.